Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer had experienced high blood glucose level and power loss alarm. The customer¿s blood glucose was 400 mg/dl at the time of the incident. It was reported that they had power loss and continued. The customer declined troubleshooting for high blood glucose. The customer was advised to monitor the pump. The sensor and insulin pump will not be returned for analysis.